Manufacturer narrative:
Items returned for evaluation: pusher. Introducer. Items not returned for evaluation: implant. Dispenser hoop. Shrink lock. Microcatheter. V-grip. The visual analysis of the returned items found the pusher returned with no implant attached and the pusher bodycoil severely stretched with the lead wires broken and exposed at the distal section. The implant was not returned for evaluation. After a thorough investigation, the attachment monofilament could not be found within the pusher. The investigation of the returned coil system found the pusher bodycoil severely stretched with the lead wires broken and exposed at the distal section. The implant was not returned for evaluation; furthermore, the attachment monofilament was not present in the pusher. Without the return and evaluation of the implant and monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the implant and monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
No additional information was received.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The coil detachment and event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported the cosmos 22x63 coil became stuck in the microcatheter. The coil was pulled on to remove but it was discovered the coil had detached in the sleeve. The doctor tried to pull back the broken coil using the wire and also a snare system but could not remove it. The coil was removed using 2 microcatheters to clamp the stuck coil and successfully pull it out. It is noted patient status is good.